Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they came out 3 times from emergency medical services due low blood glucose and treated with intravenous drip. Customer was not assisted with troubleshooting. Customer also stated that insulin pump was kept on beeping. The insulin pump will not be returned for analysis.